Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (nurse) regarding a patient who was receiving an unknown drug of unknown concentration at an unknown dose rate via an implantable pump for spinal pain. It was reported that the patient was coming to the operating room (or) via the emergency department (ed) and a revision of the intrathecal pump was being performed on (B)(6) 2018. The reason for the revision was unknown. The reporter had no other details and the reason for her call was to page a company representative to be at the surgery on (B)(6) 2018. A company representative was being paged. The patient¿s symptoms were asked but were unknown. The date of event was unknown. No further patient complications have been reported as a result of this event.